Event description:
A doctor's office alleged that a patient had experienced the loss of several different veneers on approximately five (5) different occasions after placement using the maxcem elite product.

Manufacturer narrative:
The patient had retrieved the veneers after each occurrence and returned to the office for re-cementation. The veneers were re-cemented using the maxcem elite product. The last reported veneer debonding had occurred on (B)(6) 2013, and the patient was due to return for re-cementation on (B)(6) 2013. Multiple attempts were made to contact the complainant in order to obtain further information regarding the patient's current health status; however, the complainant has remained unresponsive. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.